Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "stenosis rt cfa post manta deployment". Additional information: during a tavr procedure, micro puncture was utilized to gain central access in the right cfa. Vessel size was 6.9mm with severe calcification along the entire cfa and no reported tortuosity. Measured depth for the manta was 6cm and there was reportedly a lot of resistance when attempting to advance procedure sheaths. Blood pressure was 104/52 and act 240. Protamine 50mg was administered and an unknown amount of heparin were administered intravenously. Post procedure it was found that the procedure sheath caused vessel dissection as per vascular surgeon. Vascular surgeon performed a cutdown to remove manta. Manta was deployed correctly in the vessel with the collagen on top of the vessel(outside) and footplate inside the vessel(anterior). Vessel was determined to be dissected by the procedural sheath per the surgeon. Surgeon repaired the damaged vessel. The patient was reported as fine post the procedure and there was no harm.

Event description:
It was reported that: "stenosis rt cfa post manta deployment". Additional information: during a tavr procedure, micro puncture was utilized to gain central access in the right cfa. Vessel size was 6.9mm with severe calcification along the entire cfa and no reported tortuosity. Measured depth for the manta was 6cm and there was reportedly a lot of resistance when attempting to advance procedure sheaths. Blood pressure was 104/52 and act 240. Protamine 50mg was administered and an unknown amount of heparin were administered intravenously. Post procedure it was found that the procedure sheath caused vessel dissection as per vascular surgeon. Vascular surgeon performed a cutdown to remove manta. Manta was deployed correctly in the vessel with the collagen on top of the vessel(outside) and footplate inside the vessel(anterior). Vessel was determined to be dissected by the procedural sheath per the surgeon. Surgeon repaired the damaged vessel. The patient was reported as fine post the procedure and there was no harm.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex indicating a radiopaque lock, centrally positioned with a blockage of flow at and posterior to the lock. The device lot history record review for lot number mn2301504 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 87-year-old male patient presented to the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit. The right common femoral artery (cfa) was 6.9mm, with severe calcification along the entire cfa, circumferential posterior wall calcification, with a measured depth of 6.0cm. The manta instructions for use warns not to use manta in patients with severe calcification of the access vessel. A lot of resistance was encountered in advancing the 14f expandable procedural sheaths. Following the tavr procedure, the manta device was deployed to the measured depth and hemostasis was immediate on the surface. A post-deployment angiogram indicated a dissection was present and no flow distally. Dissections are a potential sequela in large bore closure procedures and particularly in patients exhibiting extreme calcification. The vascular surgeon was called in for a cutdown, explanted manta, and repaired the artery. During the cut-down, manta was seen correctly deployed in the vessel with the collagen resting on top of the vessel and the anchor against the interior wall of the vessel. In addition to using manta against IFU recommendations, the vascular surgeon determined the dissection was caused by the complications encountered advancing the 14f expandable procedural sheath prior to manta deployment. The lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site c omplications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Procedure preparations as listed in the IFU state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery and confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The der process will continue to monitor and investigate any similar events.